Manufacturer narrative:
The customer reported that the unit failed to complete its charge and to discharge during the opcheck. The unit was evaluated by philips, and the failure was verified. The reported issue was resolved by replacing the therapy pca.

Event description:
The customer reported that the unit failed to complete its charge and to discharge during the opcheck.